Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 300 mg/dl after noting an insecure infusion connector on the ilet system; troubleshooting identified no leaks, the connector was secured, the user removed the infusion site, completed an infusion set change with guidance, insulin delivery resumed, and a subsequent fingerstick measured 210 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary elevated glucose estimated for about one hour without use of backup therapy, without ketone testing, and without medical intervention. Investigation included troubleshooting and user education focused on infusion set connection and replacement. Investigation of this case revealed that hyperglycemia was associated with an initially insecure infusion set connection, with restored insulin delivery after securing the connector and replacing the set. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.